Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the stylet could not be fully inserted into the left ventricular lead. The lead was no longer used and a new lead was implanted.